Manufacturer narrative:
Initial reporter address line 1: (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on 17jan2023, and the cause of death was not provided. Due to patient privacy laws, the managing hospital would not communicate patient outcome information. It was reported that heartmate 3 lvas, serial number (B)(4), was not explanted for evaluation. The relevant sections of the device history records for mlp-007276 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) lists adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown and was not provided.